Event description:
It was reported that the patient was in the emergency room and wanted their device taken out. The patient had received a shock and stated they could smell their lead and burning wire. Follow-up was attempted and no additional information was received. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).